Event description:
A 24mm x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the non-aneurysmal aortic neck length was 20-22mm and the length from the non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 18cm. The vessel morphology and iliac size are unknown. It was reported that the bifurcated stent graft pulled down about one centimeter while pulling the runners back. The aortic neck length was 3cm and after the stent graft was pulled down there was a 2cm seal. No aortic extender cuff was needed. It is reported that the final angiogram demonstrated a leak from a branch. It is unknown which branch demonstrated the leak but there was accurate placement of the stent graft with exclusion of the aneurysm. Despite attempts to obtain additional info, no information is available at this time. The pt was reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.